Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the pump battery was depleting quickly. Additionally, it was reported that the battery gauge was fluctuating. There was no adverse impact to the customer's blood glucose. The customer declined follow up from tandem technical support; therefore, further information was unable to be obtained.